Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. A philips field service engineer (fse) examined the system on-site and confirmed that the system had a hard drive space issue. The fse replaced the drive with the host computer as recommended by the national support specialist (nss). Furthermore, the fse found out that the old host pc had an intermittent problem with network connection. According to fse, the cause of the problem was host pc. The defective part was sent for analysis, the failure analysis of the host_pc_monoplane_rev_ii no hdd coa showed that the failed component of dimms and lin-mem-chk failed. However, to resolve the issue this time, fse replaced the host pc and ran software from scratch. Reloaded the software and ran all the calibration adjustments without any issues. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had a hard drive space issue. The device was in clinical use at the time of the event. No patient or user harm was reported. Philips has started an investigation of the complaint.